Manufacturer narrative:
Based on the available info, the event is deemed to be a death. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.

Event description:
A nurse reported the device had been previously inserted into the pt's rectum on an unk date. While administering a lactulose medication solution, the nurse inadvertently instilled 500 milliliters the solution into the balloon inflation port rather than through the irrigation port. The pt reportedly expired on an unk date. The cause of death was not provided.